Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that the catheter received had blood stains and chunks of blood in the chamber. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-12-06 . Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unpackaged 22ga x 1.00in. Insyte autoguard unit and three empty packages, one from lot number 1245482 and two from lot number 1259638. It could not be determined what lot number the returned unit belonged to. A gross visual inspection of the returned unit found that there was red foreign matter inside the grip. There were no traces of media found, and the needle was not retracted, likely indicating that the unit was not used. The reported issue was confirmed. As the foreign material resembled blood, the unit was sent for material analysis. The material analysis identified the material as paraffin wax. The engineers noted that many greases/lubricants can have an almost identical chemical structure to paraffin wax and therefore may show very similar results in material analysis. After discussion with the quality engineer that performed the material analysis, it was determined that the foreign material could potentially be grease. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1259638 device expiration date : 08/31/2024. Device manufacture date : 09/16/2021. Lot # : 1245482 device expiration date : 08/31/2024. Device manufacture date : 09/02/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that the catheter received had blood stains and chunks of blood in the chamber. Samples : available.